Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared an alert for unsatisfactory check. Disk analysis was performed which noted low battery voltage likely due to extreme low temperature. This s-ICD was not implanted. Device return was recommended. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared an alert for unsatisfactory check. Disk analysis was performed which noted low battery voltage likely due to extreme low temperature. This s-ICD was not implanted. Device return was recommended. No patient involvement.